Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with severe pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Event description:
Patient experienced sharp pains while using the unit.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: medical boot. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing occasional sharp pains while using the orthopak assembly. The patient is treating a fifth metatarsal fracture with the orthopak assembly. The patient wears the unit six hours a day. When the patient removed the orthopak she noticed that her skin underneath one of the leads looked bruised. The patient rated the pain as a 12, on a scale of 1 to 10. The patient describes the pain as shooting through her foot and up her leg. The patient reached out to her doctor and was switched to a different device for treatment. It was reported that no further information is available.